Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient observed that their recently implanted implantable pulse generator (ipg) is implanted higher on their body than their previous implant. The patient also reported swelling and bruising post the implant. It was further reported that the ipg is down, near the breast instead of up near the shoulder. The device remains in use. No further patient complications have been reported as a result of this event.